Event description:
On (B)(6) 2015, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. Later that same day, the patient exhibited post procedure partial paralysis. A spinal drain was inserted and physical therapy administered. The physician will monitor the patient. It was reported the physician believes the partial paralysis was caused by the endoprosthesis coverage of the intercostal arteries. It is unknown if the paralysis has resolved.

Manufacturer narrative:
Patient medications include: metformin, atenolol and statin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis).